Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the sleep/wake button on their ilet pump was intermittently unresponsive. After placing the pump on the charger, the button began working more consistently. The user was advised to ensure fingers are dry, the button area is clean, and the pump is charged. The device has the latest firmware. Blood glucose was not affected.